Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced long-term recurrence of gerd symptoms. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2012. Uneventful device explant on (B)(6) 2013. Device found in correct position and geometry. Toupet fundoplication performed following device explant. Pt condition is well.